Event description:
It was reported that the 9900 system had a charger failure error message. No patient injury was reported.

Manufacturer narrative:
A ge representative performed an on site investigation. The filament drive board was replaced during the service call. The system was tested and found to be working as intended and put back into service.